Event description:
Bayer case number: (B)(4) haemorrhagic periods [heavy menstrual bleeding], chronic lymphocytic leukaemia [chronic lymphocytic leukaemia] , anaemia [anaemia] , dizziness [dizziness] , insomnia [insomnia] , extreme fatigue all the time [fatigue extreme] , my health deteriorated [general physical health deterioration], hyperlymphocytosis [lymphocytosis] , iron deficiency related to menorrhagia [iron deficiency] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-jul-2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and chronic lymphocytic leukaemia ("chronic lymphocytic leukaemia") in a 47-year-old female patient who had essure inserted (lot no. 50741328) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1. Before the contraceptive implant was inserted, I had no health problems. She doesn't smoke, drinks alcohol occasionally. She is active, doing 1 hour of sports per week. On an unknown date, the patient had essure inserted. In 2019 she was found to have chronic lymphocytic leukaemia (seriousness criterion medically important). On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), anaemia ("anaemia"), dizziness ("dizziness"), insomnia ("insomnia"), fatigue ("extreme fatigue all the time"), general physical health deterioration ("my health deteriorated"), lymphocytosis ("hyperlymphocytosis") and iron deficiency ("iron deficiency related to menorrhagia"). At the time of the report, the outcomes for heavy menstrual bleeding, chronic lymphocytic leukaemia, anaemia, dizziness, insomnia, fatigue, general physical health deterioration and lymphocytosis were unknown. The reporter considered anaemia, chronic lymphocytic leukaemia, dizziness, fatigue, general physical health deterioration, heavy menstrual bleeding, insomnia and lymphocytosis to be related to essure administration. No causality assessment was received for essure with regard to iron deficiency. The reporter commented: I spent years in the medical wandering; no healthcare professional made the connection with this implant. Today I explained the diagnosis of cll to patient at length, the fact that no therapy is required for the moment, and the signs that could indicate progression of the disease. I will see her again in 6 months with a follow-up blood test and gave her an information sheet on cll. Patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (dates unknown): blood cell lines are normal. And monotypical population cd19+, cd5+, matutes at 5, concluding with monoclonal b-cell lymphocytosis. The sample then showed 6,600/mm³ circulating lymphocytes. [Investigation] (dates unknown): monoclonal b lymphocytosis/early stage a cll since bilateral infra-centimetric cervical lymph nodes were found and normal lactate dehydrogenase (ldh) level, normal beta2 microglobulin, no hypogammaglobulinaemia. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.